Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) reviewed the previous call about check drain line and the caregiver (cg) stated they put on a new bag on top of the machine. The tsr verified if the cg changed the drain bag or heater bag. The cg and home patient (hp) needed a spanish interpreter. The tsr called the language line and with the interpreter the cg stated they changed the heater bag and not the drain bag (this complaint). The tsr had the cg cycle the power, and the drain volume (dv) equaled 370ml. The tsr had the cg down arrow to end of therapy and press enter. The tsr helped the hp end therapy and instructed the hp to start over with new supplies. The call completed. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2012 and he said that he did not really know much about the alarm as his wife helps him with therapy. He said he did contact his nurse and everything was resolved. He said he was unable to provide any further information. The writer also discussed the importance of changing out entire setup and not reusing supplies to avoid any contamination risk and the hp understood. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is received.